Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care professional reported via phone call that the customer was in the ICU. No details could be provided as to the reason why the patient was hospitalized, or whether or not the hospitalization was diabetes related. The customer was called twice but the customer was still hospitalized and unavailable to speak. No products were returned or replaced.